Event description:
A small hair or fiber was found between the interior bladder and the plastic cassette wall. It is assumed this is a mfg issue as our pharmacy does not manipulate the cassette in a manner that would allow for this type of contamination. This is the third instance where our pharmacy personnel had identified a hair-like or fiber-like contaminant between the cassette bladder and cassette wall. The distributor was contacted after the first instance; the MFR was contacted after the second instance. No response was received.